Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser probe tip stuck in the middle of the trocar and could not be advanced forward. The surgery was completed after replacing the probe and trocar. There was no patient harm.

Manufacturer narrative:
The 25 gauge flex laser probe was received and a visual assessment of the returned sample found no obvious non-conformities. The laser probe was inserted into a known good 25 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With outer diameter min/max values of 0.02000 to 0.02050 inches, the sample¿s outer diameter was found to be 0.02005 to 0.02025 inches. The 25 gauge flex laser probe was manufactured on may 21, 2018. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).